Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. No prime alarm. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed during prime/rewind. The blood glucose reading was 13.4mmol/l. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device. No further information was provided.